Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for evaluation. There was no patient involvement, and no harm or injury was reported. During device evaluation at the manufacturer's service center, no critical error codes were found in the error log. The device failed repair testing for test active exhalation proportional valve. The active exhalation control module was replaced to address this issue. The liquid crystal diode (lcd) display was replaced due to physical damage through the front case enclosure which caused black spots and lines on the display. Additional information not related to the malfunction/issue: the cord retainer was missing and requiring replacement of the cable clamp, the front enclosure and rear enclosure were damaged and required replacement.